Event description:
It was reported that the customer received excessive no delivery alarms. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion,occlusion,prime/a33,excessive no delivery alarm and displacement test. No excessive no delivery alarm. Scratched lcd window, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).